Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched message caused by the door hooks and latch pins. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum infusion pump has a door not fully latched message. It was also reported that there was no pt injury.